Event description:
It was reported that one day post implant capture management had increased the right ventricular lead threshold. The device was reprogrammed, and the lead remains in use. It was suspected that the ventricular response from atrial fibrillation "fooled" the algorithm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).